Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08785 inches. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26, 57, to 72 mg/dl at the time of the incident. The customer was at 92 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they bolused for a high and the pump gave them all the insulin in the reservoir. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.